Event description:
During a clinic follow-up, the device was observed to be in backup (bvvi) mode due to non-maskable interference (nmi). Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.